Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
It was reported that on (B)(6) 2023, a 14f amplatzer amulet delivery sheath was chosen for the procedure. It was noted that the sheath was difficult to advance over a non-abbott super stiff guidewire, causing the amulet sheath to split. A replacement 14f amplatzer amulet delivery sheath was used to complete the procedure with no reported issue. The patient was reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of difficulty to advance through patient anatomy and split sheath/dilator tip was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no complaints associated with any other devices from the lot. Reportedly, it was noted that the sheath was difficult to advance over a non-abbott super stiff guidewire which causing the amulet sheath to split. A replacement 14f amplatzer amulet delivery sheath was used to complete the procedure with no reported issue. The patient was reported to be stable. In this case, the returned device analysis confirmed the reported split dilator tip. Based on the information reviewed, the reported split sheath/dilator tip appears to be due to difficult to advance (advancement difficulty through the patient anatomy). However, a cause for the reported difficult to advance through patient anatomy could not be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.